Manufacturer narrative:
Device has been evaluated but the components not replaced. The device scrapped per the customer request.

Event description:
The manufacturer received information alleging a "service required" alarm condition occurred. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, "service required" codes related to the sensor board were found in the ventilator's downloaded error log.